Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of over 339 mg/dl at the time of the incident. Customer reported that she woke up with high over 600 mg/dl. Customer reported that current blood glucose was 105 mg/dl. Customer reported they feel okay to troubleshoot. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer treated for high blood glucose bolused, changed set, & manual injection. Customer will not return device for analysis.